Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 586 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated it was hot on the day of the incident, and they kept giving insulin however their blood glucose did not lower. The customer's blood glucose dropped to the 50 mg/dl after being treated for the high. The customer was given intravenous glucose to treat the low. The devices will not be returned for analysis.